Manufacturer narrative:
Since a sample is unavailable for eval, it is not possible to determine if a device malfunction caused or contributed to this event. A review of our records indicated that this is the first incident of this type with the reported lot. Follow up telephone inquiry with this customer was not returned.